Event description:
It was reported that pt presented and was dx with a hematoma which resulted in a revision of all components.

Manufacturer narrative:
Associated components: product name: metasul large diameter head 44/j, lot number: unk. Product name: head adapter m/0; 12/14-18/20, lot number: unk.